Event description:
Medtronic (covidien) received the information that during the treatment of cerebral aneurysm embolization with axium coil, it was reported implant coil could not detach with instant detacher as well as with the manual detachment (breaking hypo tube method). Prior to the incident, the physician created a frame by using the double catheters technique. Without detaching the axium coil that was used for framing, 6 filling coils were inserted and detached. At the end of the procedure, the physician tried to detach the framing axium coil, but it could not detach. The physician tried to detach with the manual method but it still could not be detached. The physician pushed and pulled the pushwire several times, then felt the coil was detached and finished the procedure. No further information available. No patient injury reported as a result of the procedure.

Manufacturer narrative:
The axium pushwire was returned for evaluation without the instant detacher, and without its implant coil as it was implanted in the patient; therefore, any contributing factors from these could not be assessed. The pushwire was found to be broken into two segments at approximately 8.0cm from the proximal end with the release wire pulled completely out. The pushwire was intact distal to the break indicator at the manual detachment location (via hypotube). The evaluation could not determine the cause of the event; however, the implant coil likely detached due to the pulled release wire, or the repeated pushing and pulling. All parts of the pusher that could affect the detachment were found to be within specifications. All products are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. Note: per the axium instructions for use (IFU), the user is instructed to break the pushwire distal to the break indicator for the manual detachment method (via hypotube). Pushwire broke. (B)(4).